Event description:
Area service manager (asm) reported a suspected air embolism event occurred during hemodialysis treatment using a system 1000 hemodialysis device. Asm reported during hemodialysis treatment the device gave an air detected alarm and the venous clamp was closed on the hemodialysis bloodlines. Asm relates that the healthcare professional (hcp) at the dialysis facility discontinued hemodialysis treatment at the time of the alarm and the patient's blood was returned to pt via a manual hand crank. Hcp related to asm that the patient appeared to be well with no signs of an air embolism at the time treatment was discontinued, however, after several minutes the patient appeared to be shaky and was transferred to the hosptial for observation. According to the hcp, the patient was hospitalized for 2 days and has fully recovered.